Event description:
It was reported that the pump was explanted due to infection (symptoms not reported). The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.